Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was delayed in the starting case, and the patient was moved to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system is getting a rotor error and cannot fluoro. Fse reviewed log files and found that, there were multiple hospital mains errors. Upon further inspection, the fse identified that a fuse was blown in the miu, which was causing rotor errors. The fse replaced fuse and adu component. Fse configured and calibrated the x-ray tube. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was displaying a ¿rotor error¿ message and would not fluoroscopy. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation into this complaint.